Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door latch not recognizing closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the door latch was not recognizing when it was closed. The field service engineer (fse) reported that the customer had raised an issue with door two. Hardware test application was run, and door two was showing as open. The latch connections were checked and found to be intact. The faulty latch was replaced. Hardware test application was run again and passed successfully. The customer was able to recover the system. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door latch not recognizing closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.